Event description:
Patient had revision arthroplasty at another facility, unknown date, md reported that at the time there was a lot of bone loss proximally. She was presented with a fractured prosthesis, about 1/3 of distance from the proximal end where the stem starts to narrow. The broken stem was removed and a revision stem was inserted. The femur was not fractured as a result of the stem breaking.